Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was hospitalized due to high blood glucose. It was also reported that the customer gave correction with manual injection and bolus prior to hospitalization. The blood glucose dropped to 70 mg/dl and 62 mg/dl. The low blood glucose was treated with juice, glucose tablet and glucose gels. Troubleshooting was not performed. The insulin pump will not be returned for analysis.